Event description:
The facility reported to baxter "citrate running on crrt pt. High access alarms rings every time pt coughs. Alarm of air in tubing when no air present. High volume of dialysiate causes air to be drawn into the tubing and blood backing up in line". The facility reported they frequently move tubing as it becomes compressed especially with viscous solutions leading to erroenous air in line alarms. Reportedly, this results in a disruption of flow of medication to the pt and puts the pt at risk. In addition, the facility reported that the infusion pump was sensitive to air in line and was alarming frequently. The frequent air in line alarms were reported to be related to bubbles occurring when the pump was running at high rates particularly with viscous solutions. "Crrt solutions are viscous and outgassing occurs resulting in bubbles which are detected and cause the pump to alarm". The event was reported to lead to clotting of crrt lines and filters resulting in delay of treatment and pt blood loss. No additional info available.